Manufacturer narrative:
(B)(4). Eval, results: damaged one piece sled. Additional information: on what tissue type was the device used? Stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 3rd firing. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Black, green. Was buttressing material utilized? Yes. If so, which product? Seam guard. Were any unexpected noises heard? No. Was there any difficulty removing the device from the tissue? Yes , but did open. Is there any other additional information you would like to share about this device or procedure? No. The analysis found that one ple60a device was returned in good visual condition and with an ecr60g loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The instrument closed and opened as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a sleeve gastric procedure, on the third firing with green cartridge the device fired and all the staples on the remnant side were not formed. The staples on the patient side were formed. After the firing, the device did not open right away but did open after a few minutes. A second device was pulled to complete the procedure with no patient consequence.